Manufacturer narrative:
The reported complaint of a possible icy catheter (lot #185527) leak was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause could be a latent defect at the bond. Visual inspection of the returned catheter was performed and found no physical damage to the catheter. Blood residue was observed in the balloons. Functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device. Upon pressurizing the catheter up to 100 psi, a bonding leak was observed at the proximal end of the medial balloon; thus, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was 1 similar complaint reported for the icy catheter with lot number 185527. Ccr75195, reported on jun 05, 2023, a latent defect at the bond was found.

Event description:
During ivtm therapy for a 55 year-old male patient, after 18 hours of maintaining the target temperature, customer observed blood-tinge flowed back into the start-up kit (suk). The thermogard ivtm system generated an "air trap" warning alarm. No saline leak was observed on the thermogard console, patient bed or floor. A possible icy catheter (lot #185527) leak. The icy catheter insertion was smooth into the patient's right femoral vein. The icy catheter, suk and saline bag were replaced and treatment continued with the same thermogard ivtm system. After 8 hours after placement of the catheter, blood-tinge was again observed in the suk. The thermogard ivtm system generated an "air trap" warning alarm. A possible second icy catheter (lot #185527) leak and it was removed. The second icy catheter was inserted into the patient's left femoral vein with no difficulty. Ivtm therapy was discontinued. Thermogard console is functioning properly and it is ready for clinical use. No consequences or impact to the patient. Please see the following related MFR report: MFR 3010617000-2023-00594 for the 1st icy catheter (lot #185527).